Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty receiving insulin delivery with the ilet system, despite the infusion set appearing properly placed and without observable leaks, and the user subsequently agreed to replace all supplies while declining further troubleshooting. Symptoms included hyperglycemia with a highest reported glucose reading of ¿high¿ and sustained elevations for a few hours, along with device alerts for prolonged high glucose. Outcomes included no ketone testing, no use of back-up therapy, no medical intervention, no need for assistance, and no immediate health effects. Investigation included customer support assessment, guided troubleshooting discussion, and education, with a recommendation to replace consumables and to contact support if the issue persisted. Investigation of this case revealed that the cause of the high glucose was unclear and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.